Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested - customer provided - adult. Concomitant medical products: purehub caps; central line.

Event description:
It was reported that during an normal saline infusion a leak was noted when maxzero connector attached to IV line, user stated "unable to determine if the leak was due to the piston stuck". The event are occurring in inpatient oncology unit. The rn reported that "only difference is that the inpatient oncology unit uses purehub caps on their central lines". The customer stated that there was no patient harm.